Event description:
While performing initial quality assurance checks as indicated by the manufacturer, noted that under certain conditions it is possible for the source wire of the galileo iii to become exposed and not be contained in the balloon catheter. When the source wire is extended in the treatment position it is possible to disconnect the balloon catheter from the face of the treatment unit using the catheter release button. When the balloon catheter is disconnected from the face of the treatment unit while the source wire is extended, the treatment unit automatically retracts the source wire. If the balloon catheter is not reconnected to the treatment unit during the source retraction it is possible for the source wire to not be contained in the balloon catheter. No patients were involved in this determination.